Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. We are unable to definitively determine the cause for the reported experienced. However, distal embolization and neurological deficit are known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during screening of a cerebral aneurysm post pipeline treatment, the physician confirmed distal embolization. It was reported that this patient also experienced neurological deficit with mrs 1 immediately post procedure. The symptoms resolved and the patient recovered one month post procedure. There was no medical intervention or additional treatment. There was no allegation of a device malfunction. Medication taken: aspirin and clopidogrel. The aneurysm was previously coiled and located in the paraclinoid segment of the internal carotid artery. The aneurysm was unruptured and saccular. The max diameter was 25 mm and the neck width was not identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.